Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 19-nov-2019 device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 10-apr-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 19-nov-2019 device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 25-may-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 19-nov-2019 device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 27-sep-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries exhibited poor mechanical connections despite previous lubrication servicing of the batteries. It was also reported the poor mechanical connections were due to suspected cold weather conditions. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: four batteries ((B)(6) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that (B)(6) passed visual inspection and functional testing. The batteries were able to adequately connect to the charging ports of the battery charger and to power ports of the test controller. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing revealed that the battery was able to adequately connect to the charging ports of the battery charger and to power ports of the test controller. However, the battery was unable to charge to charge due to a flag. Further analysis revealed that the flag was due to an overvoltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The flag was removed after allowing the battery to discharge, causing the voltage to decrease below the voltage threshold. As a result, the reported not charging event involving (B)(6) was confirmed. However, the reported not charging event involving (B)(6) , as well as a poor mechanical connection event, could not be confirmed. The most likely root cause of the reported not charging event involving (B)(6) can be attributed, but not limited, to an overvoltage fault by the afe integrated circuit. A possible root cause of the reported poor mechanical connection event can be attributed to a marginal connection between the battery charger and batteries. Additional products: d4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 10 .h6: FDA results code(s): 131. H6: FDA conclusion code(s): 4307. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: serial #: (B)(6). H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.